Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material in the air/water supply cylinder, foreign material in the air/water supply channel and clogged nozzle was confirmed. It was not possible to identify the foreign material. There was no physical damage found in the areas where the foreign material remained. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (fu). A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle clogged with foreign material. There were no reports of patient involvement.